Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of adverse event ("some women experience very serious and sometimes debilitating problems reported between november 2002 and december 2015") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure (ess205) at an unspecified dose and frequency. On an unknown date, the patient experienced adverse event (serious criteria medically significant and clinically significant/intervention required) and device difficult to use ("with 280 reports noting essure was difficult to remove"). The patient was treated with surgery. At the time of the report, the adverse event and device difficult to use outcome was unknown. The reporter considered adverse event and device difficult to use to be related to essure (ess205). Company causality comment: this case is invalid due to unspecified number of female consumers. The consumers had essure inserted and it was reported with 280 reports noting essure was difficult to remove and some women experience very serious and sometimes debilitating problems reported between november 2002 and december 2015. Device difficult to remove is considered anticipated event according to the reference safety information for essure. The other event, as the events were not specified, is regarded as unanticipated. Despite of lack of details for a comprehensive causality assessment, a causal relationship with essure cannot be totally excluded. As it was mentioned that essure was difficult to remove, it cannot be excluded that some consumers had essure removed, therefore this case was regarded as incident.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of adverse event ("some women experience very serious and sometimes debilitating problems reported between (B)(6) 2002 and (B)(6) 2015") in an unspecified number of female patients who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure (ess205) inserted. On an unknown date, the patients experienced adverse event (seriousness criteria medically significant and intervention required) and device difficult to use ("with 280 reports noting essure was difficult to remove"). The patients were treated with surgery. At the time of the report, the adverse event and device difficult to use outcome was unknown. The reporter considered adverse event and device difficult to use to be related to essure (ess205). Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ¡n the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case is invalid due to unspecified number of female consumers. The consumers had essure inserted and it was reported with 280 reports noting essure was difficult to remove and some women experience very serious and sometimes debilitating problems reported between (B)(6) 2002 and (B)(6) 2015. Device difficult to remove is considered anticipated event according to the reference safety information for essure. The other event, as the events were not specified, is regarded as unanticipated. Despite of lack of details for a comprehensive causality assessment, a causal relationship with essure cannot be totally excluded. As it was mentioned that essure was difficult to remove, it cannot be excluded that some consumers had essure removed, therefore this case was regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.